Event description:
It was reported that in 2007 a PICC was placed. After five months, the pt went back home with PICC for two months. In the midnight of may 21, the nurse found that the part of the PICC dropped to the ground, the other part cannot be found at pt's arm. Finally, the PICC was removed out of the pt through the method of cutting the vein by doctors.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.